Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 3830 implantable pacing lead - (B)(6) 2007. (B)(4).

Manufacturer narrative:
No eval explain code.

Event description:
It was reported that during the prophylactic laser extraction of the right ventricular (rv) lead the patient expired on the cath lab table. It was also reported that after coding the patient the chest was opened and the superior vena cava tear was found.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and no anomalies were found. It was noted that through visual summary that there was apparent explant damage.